Event description:
It was reported that the pacemaker was replaced, as there had been a total loss of function after a one-time (200 joule) external cardioversion performed previously on the same day. The device had been in eri (elective replacement indicators) since july 2005, and was programmed vvi 60. After cardioversion and first aid, the pt quickly regained a steady intrinsic rhythm, so nothing serious resulted. Lead info was subsequently received. High pacing thresholds were reported, which prompted lead replacement at the same time as the ICD hangeout.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All info provided is included in this report. Pt info is not generally available due to confidentiality concerns. Evaluation summary: ijf201544s, battery depletion normal. Life testing revealed that the unit had met its 95% expected longevity. The no output and no telemetry were the result of an extremely low battery voltage.